Event description:
On (B)(6) 2025 15:00:05 rv defib lead impedance >200 ohms. (B)(6) 2025 15:00:05 rv defib lead impedance >200 ohms. Intermittently high rv thresholds since at least (B)(6) 2022. Discussed that this lead is subject to recent boston scientific advisory. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).